Event description:
A surgeon reported that a split or scratch was noted on the optic of the intraocular lens (iol) after it had been inserted. The incision was widened to facilitate removal of the iol.